Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fracture (overstress). Visual inspection also reveal that the lead was stretched, the distal conductor was distorted and the inner insulation was torn. Additionally, there was deformation/fracture of the proximal section of the inner coil.

Event description:
It was reported that during the implant that the doctor experienced difficulties extending the helix. More than 35 turns were needed to extend the helix. The lead was not implanted. No patient complications have been reported as a result of this event.